Event description:
Broach handle broke during procedure.

Manufacturer narrative:
Reported event: an event regarding a non functional right - nav compatible dual-offset accolade rasp handle was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection did not reveal any broken parts. A functional inspection concluded the device was fully functional. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined as the device was returned in a fully functional condition with no broken parts. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Broach handle broke during procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.